Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer discovered questionable ion selective electrode (ise) results after the results for one sample were questioned by a physician. For the first patient sample, the initial sodium result was 169 mmol/l and the repeat result was "in the high 160's". The high result was reported and was questioned by the physician. The sample was repeated and the result was 139 mmol/l. A corrected report was sent out and the physician was called. No treatment was given to this patient. They repeated another patient sample that had an initial sodium result of 151 mmol/l and the repeat result was 141 mmol/l. Data was provided for 22 patient samples of which the sodium and/or chloride results were discrepant. It was unclear if the samples documented above were included in this data. The high results were accompanied by a data flag. All results are in mmol/l. The repeat results were believed to be correct. The patients were not adversely affected. The sodium and chloride electrode lot numbers and expiration dates were requested, but were not provided. The field service representative found there was a fluidics failure of the rinse station and not enough water was being dispensed into the cells. He performed corrective maintenance, cleaned number the manifold and checked the dispense. He ran precision, ise checks, calibration and controls which were all within specifications.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A hardware issue was unlikely as the issue occurred on both modules of the analyzer.